Event description:
Note: a full audit of all legacy complaints since the inception of the company (2007) was conducted to assure any non-conformities that may exist from earlier years were discovered and properly documented and addressed. During the audit this reportable event was identified and is now being submitted. Previous personnel had deemed this a non-reportable. This event was to be reported within 30 days of occurring. Pt was returned to surgery on (B)(6) 2009, approx 3.5 months following a two-level facet fixation and interbody fusion, due to an infection. During the procedure, the surgeon removal one interbody and kept all screws in place. Screws were noted as being loose and there was a non-union. Physician did not feel that infection was related to spinefrontier devices. Infection was not proximate to facet joints, but had spread into the disc space. Screws were reset to desired depth/insertion. The system was confirmed to have been sterilized prior to use.

Manufacturer narrative:
The system is sold non-sterile and is sterilized at user site following sterilization process outlined in surgical technique and package insert. Product labeling also addresses the risk of non-union and infection. Device history records were reviewed and all quality requirements have been met.